Event description:
Per the clinic, the patient sustained a fall following the implantation and was reported to have poor wound healing. Approximately two weeks post-implantation, the patient developed granulation tissue at the post-auricular incision site. One month later, the patient experienced wound dehiscence resulting in exposure of the implant. The patient was treated with oral and topical antibiotics (specific date and duration not reported). Subsequently, the patient underwent a wound washout procedure on (B)(6) 2026. During the procedure, infection was observed leading to the decision to explant the device. The device was subsequently explanted. Reimplantation is planned but had not taken place at the time of this report.